Manufacturer narrative:
An event of deformity of device was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. However, one photo was received for analysis. Based solely on the aforementioned photo, a distal disc of occluder device deployed bulbously on the or table. The device was covered in a blood like substance, indicating this was a deployment following an attempt within the patient. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 25mm amplatzer cribriform occluder was selected for implant. During the implant procedure, while the device was being deployed, the distal disc presented in a bulbous deformation. Two attempts were made to return the device to the correct shape, but were unsuccessful. The device was removed and replaced with a new 25mm amplatzer cribriform occluder, which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.